Event description:
It was reported that during an unknown procedure, when the device was activated it did not fire. Also, there was difficulty in removal. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged yoke teeth, damaged firing trigger teeth. The analysis results found that the device was received with the clamping and firing mechanism damaged. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what cause the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.